Manufacturer narrative:
Insulin pump received with missing retainer ring. Unable to perform displacement test due to missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: scratched case, missing reservoir tube o-ring and pillowing keypad overlay. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had crack retainer ring and reservoir was able to lock in to place. No harm requiring medical intervention was reported. The device was returned for analysis.